Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-402a-(B)(4): the fiber/glass cap exhibited a circumferential fracture distal to the fiber/glass cap fusion zone at the bevel edge; the distal end of the glass cap and metal cap were detached and not returned; the fiber proximal to fracture rotated independently; the glass cap exhibited mild devitrification at the output window. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation, due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. (B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure, @ 6,824 joules of use and 1:51 minutes, ¿fiber loss of efficiency firing on the side¿ was noted. The procedure was completed with a second fiber. There was ¿no damaged to the patient¿ reported.